Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The system was working as expected and the issue could not be duplicated. The collimator was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect collimator has been returned to the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that outside of a case, when booting up the imaging system, an error message, "error: initializing collimator" displayed. It was not possible to bypass the error message. Power cycled multiple times without success. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis on the collimator was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.